Event description:
Post market clinical patient was implanted with monarc on (B)(6)2007. On (B)(6)2009, physician reported pain/discomfort-perineal. The physician determined the event was related to the device and the procedure. The event was resolved without intervention on (B)(6)2007. Additional information received on 07/01/2010 indicates the event was continuing when patient exited the study on (B)(6)2009. Unable to obtain additional information. Patient was taking medication: paracetamol 1 to 3 per day as needed.

Manufacturer narrative:
No device malfunction was reported. Device was not explanted. Occurrence for pain is consistent with risk management documentation.